Event description:
It was reported that during use of the y-knot all-suture anchors in a hip arthroscopy labral repair on (B)(6) 2013, the tip of one side of the forks broke off of three (3) of the five (5) disposable drivers/inserters used in this procedure. The surgeon believed the broken fragments were removed via suction. Nonetheless, x-ray was performed and confirmed that there were no broken fragments left in the joint or seen on x-ray. As reported, the procedure was completed with no further complications or patient injury. The patient was discharged as per normal procedure.

Manufacturer narrative:
The involved y-knot all suture anchor drivers and the broken tips are not expected for evaluation, as the devices were discarded at the user facility. Without the actual products, an evaluation could not be performed and the cause of the reported failure was unable to be determined. However, evaluation of similar complaints revealed a possible cause of this failure is inserting the driver too far into the pilot hole. This can occur, if excessive force was applied during malleting thereby sending the driver, anchor, and drill guide further into the bone than designed. Based on this finding, it is believed that the most likely cause of the driver breakage is user related, and a probable result of misuse. This device was manufactured on april 3, 2013 in a lot of 100 units. There were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported problem. There are three other complaints for this item and lot number. None are for this failure mode. This failure mode is addressed in the (B)(4), and the safety risk has been found to be acceptable. This is a newly released device, which is very technique dependent. Preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of this device. To reduce the risk of breakage and injury to the patient, the product instructions for use (IFU) provides the following cautions: exercise care in the use of the device to minimize side and/or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. : devices were discarded at facility.